Event description:
The customer called for information on how to return the insulin pump and supplies as she is no longer on insulin pump therapy. The customer stated that her doctor has put her back on manual injections. The customer also stated that she was hospitalized on mother's day with low blood glucose levels in the range of 20 mg/dl. Advised the customer that the information would be forwarded to the appropriate department. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.